Manufacturer narrative:
Device failed to communicate upon receipt. Further analysis will not performed at this time per legal hold.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device checkup in clinic, an asymptomatic patient¿s implantable cardioverter defibrillator (ICD) device was no longer able to interrogate, due to possible premature battery depletion. The device was explanted and replaced. Patient was stable, with no apparent complications, during and after the procedure.